Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed denovo lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The 15mm x 3.50mm nc quantum apex monorail balloon catheter was advanced for predilation. The balloon was inflated two times to 22 atms. Upon withdrawal severe resistance was encountered between the nc quantum apex catheter and the non bsc guide wire. When the physician pulled the nc quantum apex catheter, the guide wire moved together with the device. As a result the devices were withdrawn as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).